Event description:
User facility voluntary medwatch received from (B)(4) that stated: "primary IV pump tubing cassette began leaking when (chemotherapy) infusion was started. No cracks or breaks evident upon visual inspection, secondary tubing connection checked and was secure." This report was received without customer contact info; therefore, no specific pt, event or additional info could be obtained; however, the primary IV pump tubing set was noted to be an unspecified plumset.

Manufacturer narrative:
Attachment: user facility voluntary medwatch report was received on (B)(4) 2010. FDA access number (B)(4). The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the info known by the reporter upon query by hospira personnel; (B)(4).